Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently stopped insulin delivery. The customer was unable to determine whether or not the pump declared any notifications prior to stopping insulin delivery, and was unable to provide further information regarding these events. The customer was instructed to contact tandem technical support if the issue occurred in the future. The customer did not contact tandem technical support regarding the alleged issue. There was no reported adverse impact to the customer's blood glucose (bg) level.